Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ischemia, exposure and purulent drainage.

Event description:
Healthcare professional reported through a regulatory agency "tense, hyperemic, ischemic breast" and "at the inframammary fold there was a cutaneous ulcer with exposure of the prosthesis and leakage of purulent material". This record is for the right side. The device was explanted.